Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that the nozzle split during use resulting in the lens being half in the eye via the corneal incision and the remaining half stuck in the injector. The lens and injector were withdrawn from the eye and a back-up lens was implanted successfully without further incident and without injury to the patient. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The rayone preloaded injection system use risk analysis identifies forcing a blocked injector as the cause of "nozzle splitting in eye". Within the "use of rayone" section of the rayone IFU "fig 7" we state "press the plunger in a slow and controlled manner. If excessive resistance is felt this could indicate a blockage; discontinue use of the product and return the product and all packaging to rayner". The device has not been returned to rayner. Our review of production records for the rayone toric rao610t batch 034235825 showed that all manufacturing and quality checks were conducted with successful results.

Event description:
On 18th december 2024, rayner received notification from a healthcare facility in france of an event that occurred during use of a rayone toric rao610t. The event description provided states that the nozzle split during use resulting in the lens getting half stuck in the corneal incision and the remaining half in the injector, failing to advance. Surgery was completed without further incident using a back-up iol.